Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported frequent early morning low blood glucose (bg) events and requested a basal algorithm change. The agent reviewed the bionic report, confirmed overnight low bgs, and referred the user to a trainer. Bg was corrected with crackers and juice. Symptoms reported during the event included sluggishness. The user's lowest blood glucose (bg) recorded was 52 mg/dl. No outside assistance, or medical intervention were reported.